Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unit received with corroded motor home switch. Unit received with minor scratches on lcd window.

Event description:
Customer reported via phone call to have a blank screen display. Customer reported to have worked out with insulin pump in bra causing condensation from sweat under display screen. Customer's blood glucose was 106 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.